Event description:
It was reported that the patient started ilet therapy using the contact detach infusion set but was subsequently supplied with and used an inset infusion set from a distributor, after which the patient experienced sustained elevated blood glucose despite multiple infusion set changes. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or alarms. Investigation included complaint intake, clinical assessment of reported hyperglycemia, and product-use review focused on infusion set type and supply fulfillment. Investigation of this case revealed a supply discrepancy in which the infusion set type differed from the one initially used, with a probable contribution from infusion set performance or compatibility, though the specific device component failure could not be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.